Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this report was interrogated on (B)(6) 2010 and then on (B)(6) 2011. The physician reported that on (B)(6) 2011, he detected that the device was programmed to nominal parameters (vvi) instead of aaisafer mode. Although no warning about device reset has been displayed, nominal programming and availability of an expertise file seemed to confirm that a device reset occurred. Additionally a warning message about "atp off" and "shock impedance < 0 ohms" has been displayed. The implanted lead is medtronic (B)(4). The physician is requesting explanations and recommendations.